Event description:
It was reported that the physician is keeping the handheld as a back-up device. However, it only holds a charge for about 15 minutes.

Event description:
It was reported that the physician¿s handheld was no longer staying on unless it is plugged into a power outlet. Otherwise, it does not stay charged. A replacement tablet was provided. It was reported that the handheld was in use for approximately 12 years. Good faith attempts for additional relevant information and product return have been unsuccessful to date.

Event description:
Review of device history records of the handheld device associated with the physician found the device was manufactured in 2007.